Event description:
Having problems getting the meter to count down. Customer also stated that readings are erratic (from the 400s to the 90s). Customer stated that it appeared as though some of the numbers on the screen were faded, almost like the numbers were not complete. A review of the system was conducted over the phone. This review indicated that the display was working properly. The customer did not have the necessary testing supplies to complete the review. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.